Manufacturer narrative:
Longevity estimation was performed and the battery voltage was found to be within expected longevity performance. A diagnostic anomaly was observed during analysis. The cause of the diagnostic anomaly and the inconsistency in the longevity estimation was most likely due to a programmer software issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for device reaching eri prematurely. The device was explanted. The patient condition was stable.